Manufacturer narrative:
The investigation for the reported thrombocytopenia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the thrombocytopenia could not be determined.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 for use during cardiogenic shock: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient on impella 5.5 support had a drop in platelets. Heparin-induced thrombocytopenia panel was sent. The patient was transfused with platelets. The procedural outcome was the patient survived the surgery.